Event description:
It was reported that during a surgical procedure a touhy needle from a medtronic lumbar drain kit was passed at an interspace above the previous incision, and lumbar drain passed. There was significant resistance to passage of the lumbar drain, despite the fact that the md had good csf coming out of the touhy needle when he passed it into the thecal sac. With some movement, the md thought that he could get the lumbar drain in, but it then could no longer be threaded, and md pulled this out together with the touhy needle. However, when the md pulled the touhy needle out with the lumbar drain, a portion of the lumbar drain appeared to have become lodged either in the epidural or the intradural space. The md explored the interspace at this level, but could not detect this portion of silastic tubing. It was in fact not a circumferential piece of the tubing, but rather it appeared to be a strip of the sidewall. Lateral lumbar spine x-rays were performed and these did not convincingly demonstrate any of this tubing. With the exploration and the x-ray being negative md felt that it was appropriate to simply allow the tubing to stay where it was. Md passed a new touhy needle, and was able to pass a lumbar drain into the thecal sac with drainage of spinal fluid. Gelfilm and hemaseal were then placed over the old dural tear area in order to seal this.